Manufacturer narrative:
The fse evaluated the device onsite. It was determined that defibrillator alarmed continually displaying the battery level. In order to resolve the issue, the battery was removed from its housing and was inserted correctly. After that device passed the operational check and was returned to full functionality.

Event description:
Philips received a complaint on the dfm100 device indicating that there was a battery issue. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.